Event description:
The patient had fallen while stepping off a curb. As the patient went to take a step down off the curb while walking in the city, the knee suddenly gave out and flexed at the wrong time causing the patient to fall on the knee in the street. No injuries.